Event description:
The pt contacted lifescan and alleged the one touch ultra meter was reading inaccurately high compared to norm/feelings. (Invalid comparison) the pt tested after experiencing symptoms of feeling sweaty and obtained a result of 300 mg/dl. The pt took insulin following use of the meter. A medical professional was contacted for advice, no treatment reported. The customer care representative performed troubleshooting and thought the pt no longer had the vial they stated the rim of the test strip vial had been cracked. The pt some times would increase insulin and then would "bottom out". No readings are given. Based on the information obtained from the pt there is no indication the pt suffered a serious injury related to the meter. The symptoms preceded the reading, medical treatment was not given, insulin dosages are not known and no further readings are available. However this is reported as a product malfucntion due to the cracked vial.